Manufacturer narrative:
This report is submitted on june 23, 2020.

Event description:
Per the surgeon, imaging one day post operation showed the implant receiver stimulator body out of position which may have caused electrode array to get pulled. The implant was re-positioned on (B)(6) 2020. The patient was hospitalised on (B)(6) 2020 for IV antibiotics as he developed a small point of wound fluid.